Event description:
It was reported that the shock impedance measurements were out of range when it comes to this right ventricular (rv) lead. A review by technical services (ts) noted that the first out of range shock impedance alert was triggered (B)(6) 2016. The most recent impedance measurement showed normal values with a occasional increase to out of range values. Ts discussed performing in office follow up and movement maneuvers. At this time the rv lead remains implanted. No adverse patient effects were reported.